Event description:
Morning rounds being made. Several physicians and nurses present at entrance to room discussing plan of care. No one touching pt on any equipment. Ventilator alarmed, screen was black, machine (vent) shut itself off. Only light visible on vent was "on-off" switch. Pt manually ventilated with ambu bag and placed on another ventilator with no subsequent problems. No adverse effect occurred because the physician and nurses were present at the time of the accident. Vent settings: ac14/500/100%/15. Exchange process when new ventilator is shipped to hosp.